Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. During device preparation, it was found that the proximal tip of the guidewire lumen got detached from the tip of the catheter, so deployment and undeployment was not functional. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the returned device found that no abnormalities were observed on the returned device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. During device preparation, it was found that the proximal tip of the guidewire lumen got detached from the tip of the catheter, so deployment and undeployment was not functional. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.